Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the pump was refilled on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 the patient¿s parents were calling requesting physician listings as their daughter was currently in the ICU (intensive care unit) at a hospital where the patient¿s pump managing physician did not have privileges. The patient¿s pump managing physician¿s office told them that there were doctors in the area with hospital privileges that could fill the pump. The patient was supposed to get the pump filled a week ago monday ((B)(6) 2018)but was not able to due to the weather. The doctor¿s pa (physician¿s assistant) was trying to work with the ICU to get them the doctors that did have privileges at the hospital to fill the pump. The patient was in the hospital in critical condition due to a severe uti (urinary tract infection), very low blood pressure, and she was septic. The patient was very weak and not responding and the patient¿s parents feared she was slipping away. The patient¿s hospitalization and symptoms were noted to be new symptoms that had come on suddenly and were not related to her infusion devices or therapy. No further complications have been reported as a result of this event.